Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she was having ¿some weird seizures again¿ and that she wanted input on how to deal with this. Attempts to clarify the nature of this problem with the patient were not successful. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
The treating physician¿s office reported that they had not heard from the patient regarding the issue that was reported to the manufacturer. The patient was previously seen in april with good clinical results at that point. At that time, the patient had seen a reduction in seizures, including magnet use aborting a seizure before it became generalized. The physician¿s office could not offer an assessment on what the patient¿s concerns were in terms of seizure control or vns function. No additional pertinent information has been received to date.